Event description:
Patient presented with radiculopathy. Surgeon stated that the device did not osseointegrate and there was posterior osteophyte bone growth causing foraminal compression. The device was explanted. The device was intact at the time of removal.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.